Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis; cause was due to the pump shutting down from rapid battery depletion. Customer blood glucose (bg) level was 600 mg/dl and was addressed by administering a manual injection. Customer also received an insulin drip, fluid drip, and vitamins. Customer was discharged from the hospital with no permanent damage. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.